Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a routine implantable pulse generator (ipg) exchange procedure, the right ventricular (rv) lead experienced undefined unipolar impedance and high bipolar impedance. The rv lead was tested through the analyzer and was within normal range. The lead was then connected to new device and still had normal functioning numbers. It was suspected that the lead impedance measurements were related to the low battery as the device was approximately nine months past the elective replacement indicator (eri). The lead remains implanted and in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.